Event description:
Caller alleges the pump sometimes delivers too low insulin. Caller stated takes correction via pump; sometimes with no success. Caller reported blood glucose levels from 152-423 mg/dl. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.